Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual, dimensional and functional analysis was performed on the returned device. The reported inflation and deflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported inflation/deflation difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in a 75% stenosed cephalic vein. The 5.0mmx60mmx80cm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion; however the balloon only partially inflated. Negative was held for several minutes and the balloon did not completely deflate. Although the balloon remained partially inflated, the bdc was able to be removed without issue. A 5x60 mm non-abbott bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay during the procedure. The patient is doing fine. No additional information was provided.